Manufacturer narrative:
Date rec'd by MFR: 16oct2019. Failure investigation received the central processing unit printed circuit board for analysis. They were unable to replicate reported failure. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported back up alarm failed. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/26/2019. The manufacturer¿s field service engineer (fse) confirmed the reported back up alarm failed issue. The manufacturer¿s field service engineer (fse) replace the (cpu) central processing unit board, reloaded options and serial number, ran unit to test to repeat of error, and none seen. The determination could not be made that the device failed to meet specifications. The device was unknown if being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported back up alarm failed. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.